Event description:
The plaintiff's attorney alleged that the patient experienced a stroke caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.